Event description:
It was reported the module device had shut off during an infusion of methotrexate. The volume to be infused was 1200ml at a rate of 43ml/hr. Customer states there was no harm or injury; however, the patient's length of stay was increased.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: the report that the device shut off during a methotrexate infusion was observed in a review of the device logs. It is believed that the user unintentionally turned off the device, which may have been mistaken as the pump shutting off unexpectedly. Root cause: the probable cause of the methotrexate infusion shutting off was likely a result of the user channeling off the pump. No device malfunction was observed in the logs that would indicate an unexpected device shut off. On (B)(6) 2024 at 8:33 pm, the suspect module was programmed and delayed an infusion of methotrexate (drug ID 754), drug amount 500mg, diluent volume 1000ml, dose 250mg/m2, rate of 43ml/h, a vtbi of 1200ml. The infusion was started nine minutes later by the user. Primary volume infused (pvi) was recorded as 114.7ml. At 11:23 pm, concomitant pump module alarmed for air in line. At 11:23 pm, the suspect module was paused and one minute later the infusion was restarted. Pvi was recorded as 230.7ml. At 11:26 pm, the module was paused, restarted and channeled off within the same minute. Pvi was recorded as 231.9ml. At 11:28 pm, the concomitant module was restarted. On (B)(6) 2024 at 2:34 am, the module was selected, the previous infusion of methotrexate (drug ID 754) was restored, one minute later the infusion was programmed a delay for 10 minutes and the infusion was started six (6) minutes later. Pvi was recorded as 232.1ml. At 7:21 am, the infusion was paused and was channeled off. Pvi was recorded as 433.7ml. It should be noted that on (B)(6) 2024 from 11:23 pm to 11:27 pm, multiple illegal key presses were observed recorded in the logs. This was due to the module being restarted while it was currently infusing, being paused while it was in paused/idle state or attempting to channel off the module but not pressing and holding the channel off key until a beep was heard. Inspection and testing of the pump module observed no anomalies. A review of the returned pcu device logs observed no errors or malfunctions. Per the bd alaris user manual version 12.1.2, proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. The user manual also contains information related to the authorized user mode feature. The pcu device s/n (B)(6) was observed with a third-party power cord which was an incidental observation. A medical device safety alert was sent out on 7 february 2022, warning customers to only use bd-approved parts when performing corrective maintenance or repairs. The use of third-party parts can affect the safety and efficacy of the bd alaris and alaris devices, leading to device failure, patient injury, or even death. Bd recommends the use of bd-manufactured parts in the safe and effective operation and maintenance of the alaris system. Inspection and testing of the administration set could not be performed as it was not received for investigation.